Event description:
Additional information received reported the patient was doing good. The current lead was repositioned and the patient was receiving effective therapy.

Event description:
It was reported that the patient had been receiving effective therapeutic relief of her pain, but after having relations with her husband on (B)(6) 2014, the patient felt pulling, tugging, and tightness sensations in-between her shoulder blades. It was stated that the patient has since been experiencing undesirable stimulation in her sides and stomach. It was further stated that the patient no longer has stimulation in her back. It was noted that reprogramming had been done, but the patient was still feeling stimulation in her sides and stomach. It was stated that an x-ray had been taken but the patient¿s healthcare provider (hcp) had yet to read the x-ray. It was noted that there we no lead impedances at the time of this report. Additional information received reported that the x-rays showed that the lead had moved. It was stated that the patient had been scheduled for a revision on 2014-05-22.

Manufacturer narrative:
Correction: the previously reported evaluation code-results code has been updated: no longer applies to the event.

Manufacturer narrative:
See manufacturer¿s reports 3004209178-2016-18667 and 3004209178-2016-18758 for the patient¿s other issues.

Event description:
Additional information received from the patient reported that they had over 7 different surgeries and not able to have adequate therapy (through adjustments) related to their implanted devices.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).